Event description:
It was reported that an icepearl cx needle frosted up the needle shaft during a cryoablation case. The ablation was successful, and the case was completed with no reported injury to the patient.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The shaft temperature was below specifications, and ice formed along the entire vacuum sleeve, confirming the reported complaint. Needle disassembly identified the root cause as insufficient vacuum insulation of the sleeve. Review of the needle lot manufacturing records did not identify any vacuum sleeve malfunctions within the needle batch.

Event description:
It was reported that an icepearl cx needle frosted up the needle shaft during a cryoablation case. The ablation was successful, and the case was completed with no reported injury to the patient.